Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump delivered properly all bolus programmed during testing. The insulin pump was programmed with a 2.0 u/hr basal rate. The insulin pump was monitored for 5 hrs. The insulin pump was manually suspended during this time. No unexpected suspending of bolus delivery or basal profile delivery unexpected stopping anomaly noted. The insulin pump was received with cracked case at battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that every 2 days pump stops delivering insulin especially after temporary basal. The customer was advised to return pump and will be replaced

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.